Event description:
It was reported that the patient presented for follow-up. Non-sustained rv oversensing was observed. An episode of myopotential oversensing and another episode of t-wave oversensing were noted. The recommended programming changes were made. No further issues were reported after the change.